Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was depleting at a rapid rate. At a previous device check, the device had two years remaining and now, it showed less than a half a year remaining. Boston scientific technical services (ts) indicated the magnet rate, which was 100 pulses per minute, was more accurate and that reflected the device had over a year in longevity. However, an analysis of the device data could also be done if requested. To date, this device remains in service. No adverse patient effects were reported.